Event description:
This pi is for the revision on (B)(6) 2025. In providing information for a revision of the patient's left knee on (B)(6) 2025, a rep provided usage for (B)(6) 2025 indicating that a stryker knee was revised. A ts knee with stems was implanted.